Event description:
The complainant reported that an impella lp5.0 pump was implanted in a (B)(6) female pt in cardiogenic shock. During pt support, pump dislodgement problems occurred. Multiple attempts were made to reposition the pump over a two day period during the weekend period of (B)(6) 2012. The re-positioning technique used was outside of recommended practices. It is believed it was done w/o turning down the speed of the device, w/o visual guidance via an echo or an x-ray. Also although x-rays and echo's were taken after the repositioning attempts, the staff was unable to interpret the results. The device supported the pt for over 6 days. After weaning the pt off the pump, she was reported to have experienced major aortic valve leakage. An echo was performed which confirmed a left coronary cusp rupture. The physician felt that the pump had created the mechanical damage to the pt's aortic leaflets. In an effort to resolve the aortic leaflet damage a corevalve was successfully implanted in the pt.

Manufacturer narrative:
The complainant reported that the pt support from the device was successful. At the time of the pump removal the pt had recovered and was stable. The pt is currently doing fine. The impella lp5.0 pump was not returned for eval. Due to this the analysis of this complaint could only be based upon the available clinical info and the analysis of the automated impella controller (aic) data. The aic data revealed the following observations: during the first 3 days of pump support some positioning issues occurred that were successfully resolved by repositioning the pump. The pump sensor showed some slight drift during this time period but stabilized again. The pump ran fine and w/o any issues for the next 2 days before a sudden sensor failure occurred. During this time an assessment of the pump position, based on the pump sensor signal, was no longer possible w/o taking imaging techniques or motor current values into consideration. This sensor failure occurred on a sunday afternoon at around 3 pm. The handling of the device at the occurrence of such sensor failure has been described before this event and communicated via an abiomed technical bulletin. Due to the device being discarded and due to suspected device induced aortic valve damage, the analysis of this event has been augmented with physician interviews in a meeting with abiomed, and the distributor at the clinical site. Add'l info obtained during that meeting included the following: several attempts to reposition pump by inexperienced personal were done over the weekend. Documentation of miss-placement by means of echo and x-ray were reviewed. Unfortunately the "weekend" physicians were not able to interpret the echo results. Over the weekend frequent changes of pump position were performed w/o visual guidance, and it also potentially was done w/o reducing the speed of the device. These are both against recommended practices. The add'l problems with the failing pump sensor complicated the issue but there are instructions issued for how to manage the pump with a failed sensor. The valve damage was documented and confirmed by the echo performed after the pump was removed from the pt. With the info gathered during the meeting referenced it has been concluded that the inadequate assessment of the pump position and the inappropriate handling/repositioning of the device during the weekend may have contributed valve damage. Finally, and w/o having the device back for analysis, the definitive root cause for the valve damage cannot be determined. As a corrective action customer retraining of the hospital staff is currently being performed. "Impella technical bulletin (B)(4): recommended catheter explant procedure" ((B)(4)) has been initiated and disseminated to the abiomed clinical team and abiomed customers. Among the actions discussed in the bulletin, the user has been advised to: exercise care while manipulating the impella catheter in a pt on cpb, particularly if the aortic valve is in the closed position throughout the cardiac cycle. Use fluoroscopic or echocardiographic imaging to view the impella catheter and aortic valve and confirm that the impella catheter is moving freely and is not distorting the cardiac structures. Remove the impella catheter in a controlled and gradual manner. In addition, the instructions for use for the impella lp5.0 pump cautions the user with the following warnings: avoid over inserting the impella 5.0 catheter and possibly impinging the catheter tip against the walls of the vasculature, atria or ventricles. Do not advance or withdraw the impella 5.0 catheter against resistance w/o using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or ventricular perforation. (B)(4).